Manufacturer narrative:
The following devices were also listed in this report: unknown head; cat# unknown; lot# unknown. Unknown stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a right hip revision due to infection. Doctor did a one stage revision.